Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16: using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose (bg) levels reached 485 mg/dl while activating the pod. While patient was activating the pod, it was discovered that the needle came out before patient had a change to put it on, which indicates a failure of the needle mechanism had deployed as not intended during activation.

Manufacturer narrative:
The received device was not deployed. Due to the batteries having been low, the 3 batteries in the pod were replaced with new batteries to establish communication. The device was downloaded and found to have a drive stall, which resulted in the alarm generating and needle mechanism failure. The cause of the needle mechanism failure and alarm is likely the result of the low batteries not being able to drive the ratchet gear. The cause of the low batteries could not be determined.